Event description:
Patient's meter would not power on, which lead their family member and the patient being treated by the paramedics and taken to the ER. Family member and pt both use the same meter to test their blood sugar. Pt does not recall much about either incidents and does not recall how long the meter had no power. Patient does not know or recall if their family member or themselves tried to test prior to paramedics arriving to the scene. Patient mentioned that paramedics were called to their house and they were admitted in the hospital because their blood glucose was 32 mg/dl on emt's meter.patient mentioned that their family member was admitted to the hospital also because family member's sugar was in the 300's. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent a replacement meter and an extra meter.